Event description:
Information received from the field does not address the patient's clinical status but notes a lead fracture. X-ray revealed that the lead was "kinked" behind the pulse generator. Subsequently, the device was replaced.